Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review showed that lot 1301211 was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. This DHR/lhr was conducted for vcare ii (medium), catalog number 60-6085-201. One (1) vcare ii device was returned for evaluation. Although reported as a 60-6085-200 vcare ii (small), one (1) 60-6085-201 vcare ii (medium) product was returned for evaluation. The cervical cone, intrauterine balloon and vaginal cone were completely detached from the manipulator tube. The intrauterine balloon remained on the manipulator tube and the pilot balloon check valve was intact. The inside diameter of the distal end of the blue vaginal cone measured within specifications using calibrated pin gages. The diameter of the center hole of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. No product defect was found during examination, all measurements were within specifications. A potential cause of this complaint is application of force during manipulation of the device which exceeded the cervical cone pull off strength capability. A contributing factor may have been not unlocking the locking mechanism and retracting the vaginal cone prior to removal of the device. This factor would increase resistance allowing the vcare shaft to pull through the cervical cone. The risk associated with this complaint is mitigated in the IFU, instructions for use, which states, "unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle." And "do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon, cervical cup, vaginal cup, locking assembly and thumbscrew) have been retrieved from the patient." The device was being utilized for a robotic assisted tlh, total laparoscopic hysterectomy with palnd , procedure during treatment of the patient. It was determined that the device did not fail to meet specifications. The device is not at fault for the incident, the incident has been determined to be user related. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.(B)(4).

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099.the device has been received by conmed corporation; however, the investigation has not yet began regarding this incident.on completion of the quality engineering investigation of this reported incident a supplemental report will be filed.

Event description:
It was reported, "in an evaluation case with vcare, and when attempting to remove the device, the balloon tip and forward cervical cup became detached from the shaft and landed in the pelvic cavity. The back blue vaginal cup also slid down the shaft - it fell off once vcare was completely removed from the patient. All of the contents of the device were safely secured and accounted for. They relealsed the suction/vacuum seal by sweeping their forefinger around the blue cup to make vcare easier to remove. I was there to see it and still am not clear how this happened". It was also reported, "no injury to patient".